Event description:
Tech alleged the caster is not braking or going into steer.

Manufacturer narrative:
Tech found casters are worn and broken at base due to age and use. He replaced casters to repair bed. No patient/caregiver impact.